Manufacturer narrative:
The investigation is ongoing. A supplemental report will be completed upon completion.

Event description:
Edwards received notification from a field clinical specialist that a patient underwent transfemoral tavr. As reported, while inserting delivery system, it was noticed that the 14fr esheath+ was splitting and the delivery system exited the sheath at the point of the external iliac. The sheath and delivery system was removed as one unit and new sheath and delivery system prepped and used. The new valve was implanted successfully. The patient had a vessel injury that was noticed once sheath was removed at the end of the procedure. The patient needed intervention from vascular surgery. The patient's final outcome was stable and discharged. The perceived root cause of the event was a calcified and tortuous vessel.